Manufacturer narrative:
The implant was not available for analysis during evaluation and investigation. The implant is not expected to be returned for the manufacturer review/investigation. The device history record could not be reviewed because identifying information of the product such as part and lot number was not reported to paragon 28. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a surgical procedure that utilized paragon 28 phantom intramedullary nail. The nail broke at the distal cuneiform hole post operatively. The implantation date and radiographic images was not provided.